Manufacturer narrative:
The device was returned to olympus for evaluation. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfu) per endoscope of revivable microorganism. The obtained results are in conformance with the requirements. The returned device was evaluated. The adhesive of the bending section cover was separated. Follow up with the user facility is currently being performed to obtain the completed cleaning disinfection and sterilization (cds) checklist from the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation (hmi) report from the customer indicated, all channels of the scope were cultured and 11 colony forming units (cfu) per 100 milliliter (ml) of staphylococcus epidermis were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information provided by customer. The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The pre-cleaning and manual cleaning detergent is aniosyme x3. The customer aspirates water through the instrument/suction channel and flushes out the air/water, auxiliary channel, balloon channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port, balloon channel and distal end/ areas around elevator. The scope was manually disinfected using aniosyme x3. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing manual of gf-ue190 explains the reprocessing procedures in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "reprocessing workflow for endoscopes and accessories." Chapter "reprocessing the endoscope(and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.